Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged inside the patient. The patient had an unspecified "taxus" drug eluting stent (des) implanted in the left main artery. The physician then attempted to advance a 2.5x12mm taxus liberte des distal to the previously implanted taxus but the 2.5x12mm taxus liberte des got caught on the struts of the previously implanted stent and dislodged inside the patient. The stent was eventually able to be deployed proximally to the previously implanted taxus with the aid of a unknown sized maverick balloon. There were no patient complications reported.

Manufacturer narrative:
Device analysis: a unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause is unknown. Product unavailable for analysis